Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8708000 implantable port allegedly experienced a break and unable to aspirate. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the ti powerport w/ attach 8 fr chrono, inter w/ plug products that are cleared in the us. The pro code for the ti powerport w/ attach 8 fr chrono, inter w/ plug products is identified in d2. H10: the lot number was provided for the reported malfunction so a lot history review was performed. The device was not returned to bd for evaluation; however, a medical image was provided for review. Based on the image review findings, the investigation is confirmed for a leak and a break in the catheter. The definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: g1,h6(device, method, result & conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for the reported malfunction so a lot history review was performed. The device was not returned to bd for evaluation; however, a medical image was provided for review. The investigation is still currently underway. The catalog number identified has not been cleared in the us, but is similar to the ti powerport w/ attach 8 fr chrono, inter w/ plug products that are cleared in the us. The pro code for the ti powerport w/ attach 8 fr chrono, inter w/ plug products is identified. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8708000 implantable port allegedly experienced a break and unable to aspirate. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient's age, weight, and gender were not provided.